Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the keypad was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; no damage or peeling was observed. The complaint that the keypad was unresponsive was not able to be duplicated during investigation. All keypad buttons responded appropriately to button presses. During testing, the pump powered on with audio tones but no vibrations. The keypad cover was removed and no contamination was found under any button contacts. Unrelated to the complaint, evaluation revealed that there was moisture behind the display lens. A leak test was performed and a display lens leak was found. The pump case was removed and evidence of moisture contamination was found throughout the inside of the pump. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn in the center. The audio bolus button responded appropriately to button presses despite the cover damage. In addition to the unrelated issues, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.